Event description:
Patient representative reported "capsular contracture requiring bilateral capsulectomies...and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information cannot be requested as contact information has not been provided a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event submitted. Reason for reoperation: capsular contracture unknown baker grade, anxiety-product/procedure.